Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The stretch resistance wire (sr wire) was fractured. The proximal constraint sphere and the pull wire were within the distal detachment tip. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned podj revealed that the sr wire was fractured, and the embolization coil was detached. If the device is forcefully retracted against resistance, damage such as these may occur. The px slim identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (avf) using pod packing coils (podj) and two px slim delivery microcatheters (px slims). During the procedure, the physician advanced two px slims to the target vessel from two different access points. While advancing the podj through one of the px slims, the physician experienced resistance approximately ten centimeters into the px slim; therefore, the podj was removed. The physician then attempted to advanced the podj into the other px slim; however, the same issue occurred. Therefore, the podj was removed. The procedure was completed using additional podjs and both px slims. There was no report of an adverse effect to the patient.